Event description:
Caller stated that medical attention was sought on (B)(6) 2019 around 8:30pm at home. Caller stated that he went to check on his mother and noticed that she appeared to have a low blood glucose. He stated that he gave her sweet potatoes, baked chicken, and orange juice. He stated that she then became confused, so he checked her blood sugar with her prodigy meter and got a result of 61mg/dl, a normal result for her at that time of day is around 120-300mg/dl(?). He then called ems who arrived in about 5 minutes. When ems checked the end-users blood sugar they received a result of 22mg/dl. There was about 6 minutes between testing with the prodigy meter and the ems meter. Ems administered an IV with dextrose to raise her blood sugar. She was not transported to the hospital. The end-users blood sugar was 85mg/dl when the ems left her home. She did not receive any other treatment. The caller stated that after seeking medical attention her insulin was changed from novolin 70/30: 30 units morning 10 units at night to novolin 70/30: 25 units in the morning and 0-10 units at night depending on her blood glucose level on a sliding scale. Caller does not have the sliding scale information.